Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was restenosed and non calcified. A connect flex wire tip broke off off in the right sfa in the non-abbott stent occlusion (previously implanted in a separate procedure at an unknown date). The procedure was delayed for an hour as he had to use a snare to retrieve the broken piece. There was resistance in the lesion while trying to cross it and come apart due to resistance during withdrawal. The procedure was completed by crossing with a different wire where they then layered the in-stent area and used a drug coated balloon. The patient was successfully treated with no advese sequela. No additional information was provided.

Manufacturer narrative:
Complaint investigation is attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was restenosed and non calcified. A connect flex wire tip broke off in the right sfa in the non-abbott stent occlusion (previously implanted in a separate procedure at an unknown date). The procedure was delayed for an hour as he had to use a snare to retrieve the broken piece. There was resistance in the lesion while trying to cross it and come apart due to resistance during withdrawal. The procedure was completed by crossing with a different wire where they then layered the in-stent area and used a drug coated balloon. The patient was successfully treated with no adverse sequela. No additional information was provided.